Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had been having ¿issues¿ since christmas. The patient believed she was not getting enough medication. The patient¿s pump had been turned up 3 times since christmas each time 10%. The patient was in the hospital on (B)(6) 2013 to have a ¿floor scan and motor scan¿ ( it was unclear if the patient had a fluoroscopy) and they weren¿t able to see the catheter so an MRI was planned for 7/17 as it was believed there might be an issue with the catheter. The patient stated that her back had been operated on 9 times. The pump was used to deliver clonidine and dilaudid. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 8575, lot# j0203512r, implanted: (B)(6) 2002, product type: accessory. Product ID: 8709, lot# j11272r48, implanted: (B)(6) 2002, product type: catheter. (B)(4).